Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related manufacturer's report capturing onset of driveline infection: 2916596-2023-04149.

Event description:
It was reported that the patient was admitted for diarrhea, driveline abscess, methicillin sensitive staphylococcus aureus (mssa) bacteremia, and purpuric rash. Log files were submitted for review after a provider noted a change in ventricular assist device (vad) hum to rhythmic noise on auscultation. Computed tomography (CT) showed peripheral intraluminal thrombus within the outflow graft of the lvad as it coursed through the upper abdomen. The greatest degree of luminal narrowing was approximately 50%, similar to CT from (B)(6) 2023. There were no changes in ventricular assist device (vad) parameters and no acute cause for a thrombosis. It was noted that the patient's international normalized ratio (inr) had been low many times through the years due to medication non-compliance. There had been no change in the patient's anticoagulation goal. Overall condition improved with intravenous antibiotics and the patient was no longer bacteremic. The patient was discharged home on (B)(6) 2023. Clostridioides difficile labs were negative.

Manufacturer narrative:
Manufacturer's investigation conclusions: the report of suspected outflow graft thrombus could not be confirmed through this evaluation. Additionally, a specific cause for the reported infection and the "change in vad (ventricular assist device) hum to rhythmic noise on auscultation" cannot be conclusively determined. The submitted log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. No notable events or alarms were captured. The device appeared to operate as intended at the fixed speed. The patient remains ongoing on (B)(6), and no further events have been reported at this time. The heartmate ii lvas (left ventricular assist system) IFU (instructions for use) outlines potential adverse events, including infection and thrombus, that may be associated with the use of the heartmate ii lvas. The IFU outlines the indications of thrombus / how to respond to such events, recommended anticoagulation therapy, and inr range. This document, as well as the heartmate ii lvas patient handbook, provide instructions regarding preventing infection. Both of these documents contain information on assessing the patient and pump function. The heartmate ii lvas IFU and patient handbook caution the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate ii left ventricular assist system patient handbook contains instructions on preventing infection. This document says to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications.